Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead with the helix extended and bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician attempted implant of the right ventricular (rv) lead; however, realized the helix had already extended prior to inserting into the vein. The rv lead was removed, but the helix could not be retracted. The rv lead was noted used, and a different lead was implanted. No patient complications have been reported as a result of this event.